Event description:
Dentist reported that (B)(6) patient received varnish treatment in his office by his hygienist on (B)(6) 2013. Once the varnish was placed the patient's lower lip started to swell in office. The dds did note the patient had a split/cracked lower lip, may have been the entry for the reaction. Dentist confirmed with patient's mother and md that patient does have both a diary and nut allergy, administered 50mg of epinephrine by dentist and had removed the varnish from patient in office. Patient responded well to the epinephrine and is doing well now and shows no lingering signs of reaction. Dentist reported that there was no further injury, or medical intervention needed. No additional information was provided.